Manufacturer narrative:
The clamp was returned to medtronic for analysis. Analysis revealed that the retainer ring had been pulled from the adjustment screw of the returned clamp. The screw can tighten the clamp but cannot release it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac thoracolumbar procedure. During the procedure, the site was not able to open the spine clamp; also reported as defective. A replacement product was used. The issue resulted in less than 1 hour surgical delay. There was no impact on patient outcome. No complications were reported/anticipated.